Event description:
Philips received a complaint on the v60 ventilator indicating that the battery did not charge, and a battery failed alarm occurred. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device at a philips bench service center. The bse observed the battery issue and determined that the backup battery needed to be replaced. In addition to the issues observed with the battery, it was found that the battery exceeded the recommended five years of use. This investigation is ongoing.

Manufacturer narrative:
A bench service engineer (bse) evaluated the device at a philips bench service center. The bse observed the battery issue and determined that the backup battery needed to be replaced. In addition to the issues observed with the battery, it was found that the battery exceeded the recommended five years of use. On 28jan2025, the bse replaced the battery to resolve the battery failure. Following the part replacement the bse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The bse restored the device to factory settings prior to sending the device back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label.